Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all drawers were removed from the station, and the station was powered off. Customer attempted to flip the switch to power the machine off and on again and checked all cords to ensure they were attached and plugged in as usual but was unable to turn the machine on. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system powered off and would not turn on despite power cycle attempts and cord checks. A field service engineer identified drawer 3.1 pulling excess current causing power supply shutdown, verified the controller board was defective, replaced the controller board, and tested the system with hardware test application and dispensing application. The system functioned as intended after the field service engineer repaired the device.